Event description:
Pt in operating room for I & d of post op breast wound infection, wound vac application and debridement of breast wound. An extended bovie tip was used and it was a 6" coated tip. A defect occurred in tip as it was being used. Pt's skin of right breast burned during use. Device removed from service, new device obtained and procedure completed. No additional invasive treatment required.